Event description:
The customer contact reported the device touchscreen is not responding. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen does not respond when pressed. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility and found the device touchscreen was not responsive. The probable cause was due to the front bezel and touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.